Event description:
It was reported that the doctor had the serfas wand in the pt's shoulder and there was no suction. Another serfas wand was provided that worked fine and the case was completed successfully.

Manufacturer narrative:
Additional info will be provided once investigation is completed.